Event description:
It was reported that the family reported a burning odor from the universal battery charger (ubc) just prior to it failing. The unit was unplugged immediately. The patient was loaned a hospital ubc.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) overheating and producing an odor was not confirmed. The ubc (serial number (B)(6)) was not returned for analysis. Questions regarding the ubc¿s return status were asked multiple times and no responses were received, and available information for this event indicates that the patient was loaned a new ubc. The root cause of the reported event was unable to be conclusively determined through this analysis. This event will be reopened with further analysis if the product is returned. Review of the device history record for the ubc, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 lvas instructions for use (IFU) instructs users to never submerge their equipment, including their ubc, underwater. The IFU also provides appropriate usage environment and temperature conditions for using/storing the ubc and instructs users to not clean the ubc while it is plugged into power. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.